Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the catheter was entangled over an unknown guidewire, and the imaging core and imaging window were twisted. Microscopic inspection revealed the guidewire exit port and distal section of the tip were in good condition.

Event description:
Reportable based on device analysis completed on 2oct2025. It was reported that a catheter kink occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became kinked due to angulation when crossing the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient conditions was stable. However device analysis revealed guidewire entanglement and twisted imaging window.